Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the sureform 60 stapler partial fired on the sixth load. The blade was exposed within the reload. The stapler was successfully fired the previous five times. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected with no noted damage. The reload used was blue due to physician preference. The task being performed was an ileal conduit on the bowl. The tissue was not calcified. There was no tissue tension. There was no tissue bunching. The issue that occurred was the blade was exposed. The stapler only partially fired. There was no tissue being pushed forward or dragged. There were no malformed staples. The error messages received was ¿tissue too thick¿ prior to the event and then ¿blade exposed¿ after the event. There was no additional bleeding. There was no unplanned tissue removal. The surgeon used another stapler to continue with the procedure. The procedure was completed robotically. There was no harm to the patient. The reload is returning with the stapler. The patient is a male.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The stapler sureform 60 instrument was analyzed and found to have a firing failure. Additional observations include: the stapler sureform 60 was placed on the system but could not pass initialization, resulting in no further functional testing such as clamping and firing being performed during in-house testing. Upon further failure analysis, heavy friction was observed, and the I-beam cannot fully be driven out of the wrist assembly. The I-beam sleeve was found damaged, with missing orange sleeve material exposing the metal shaft of the I-beam assembly. The root cause is attributed to manufacturing. This stapler will be transferred for further evaluation of the I-beam sleeve. The instrument was re-installed on an in-house system and failed to initialize with the system on each attempt. During visual inspection, the I-beam assembly was manually extended but could not be extended further than 12mm. The I-beam sleeve was also observed to be damaged. A large portion of the sleeve was not secured to the I-beam assembly and was not visible through the clamp indicator window. The instrument was fully disassembled to determine the location of the damage. Disassembly revealed that the I-beam sleeve became bunched at the channel opening of the distal clevis. The sleeve was also torn, and remnants of the sleeve were seen around the distal clevis and at the exit of the outer snake wrist tube. All fragments were retained within the I-beam assembly, and no pieces appear to be missing. It is likely that the damage and bunching of the I-beam sleeve prevented the I-beam from progressing the full length of the reload during the firing failure that was seen in the logs. Increased resistance and high drivetrain friction likely led to the partial fire and subsequent initialization failures during in-house installations. I-beam sleeve damage can increase the friction detected during the initialization sequence, which can cause the instrument to fail initialization. Additionally, if the I-beam is unable to fully extend the length of the channel, a partial fire can occur. I-beam sleeve damage is considered a manufacturing-related issue.